Event description:
Pt reported that she developed redness and swelling around eyes and cheeks following blepharoplasty. The pt was prescribed antibiotics and the surgeon excised the suture.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.